Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window and the drive cable were kinked and twisted. Impedance test shows an electrical open at proximal end of the catheter, between 150-160 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed. The open proximal could have contributed to the event. The kink and twist could not have contributed to the event.

Event description:
Reportable based on device analysis completed on 03 jul 2024. It was reported that visualization issues occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There were no reported patient complications. However, device analysis revealed that the imaging window was twisted.